Event description:
The reporter indicated the surgeon implanted a vticm model implantable collamer lens, in the patients left eye (os), on (B)(6) 2022. The lens was reported as low vaulting with lens rotation, loss of bcva and blurred vision. The lens was repositioned and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim #(B)(4).